Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that air came in from the line while cutting the vitreous body during a vitrectomy. According to the doctor's assistant, the air did not come in from the connection between the console and line, however, they were unable to recognize where the air came form. The procedure was collected after replacing the product with another one. There was no patient injury.